Event description:
The customer obtained a false positive total beta-hcg result on a pt sample from a male pt. A negative result was obtained for the same pt sample using an alternate test method. There was no report of pt harm as a result of this event.